Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was suspected of obstruction and was revised. The valve was implanted to the patient via lp-shunt in 2011. The initial setting was 150mmh2o. The patient visited the hospital and took MRI images on (B)(6) 2019. The surgeon attempted to change the setting, however, the setting did not change as intended and the cam only moved halfway. The surgeon commented that the complaint valve might have obstruction as the setting has never been changed. A revision surgery may be performed if it is needed. The patient went back home to see how the condition changes. Her primary disease is subarachnoid hemorrhage. The valve was implanted due to communicating hydrocephalus. The level of csf protein was normal. She is under monitoring.